Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a patient was hospitalized due to peritonitis. The patient was hospitalized from (B)(6) 2016. While hospitalized the patient¿s catheter was removed. The reporting nurse stated there was no culture done but thought the peritonitis was due to the patient¿s ¿gut¿. The patient was treated with antibiotics in the hospital and has since recovered. The patient is now on hemodialysis.